Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (b)(7) 2017, the patient experienced a loss of connection between transmitter and smart device and hypoglycemia. Patient reported experiencing a signal loss and that their blood glucose (bg) was under 50 mg/dl. Patient's wife called emergency medical technicians (emts). An emt treated patient with an unknown injection at the scene. At the time of contact, patient is in the hospital and in stable condition. It is not known what treatment patient was given at hospital. No additional patient or event information was provided. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.